Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had moved posterior. As a result of the migration, a revision procedure was scheduled. This device was successfully repositioned. No additional adverse patient effects were reported.